Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was unknown mg/dl at the time of the incident. Customer reported that after he primed tubing, filled cannula, and pressed act button, motor error alarm received and prompted to rewind again. Customer reported insulin pump had motor position encoder error alarm and they changed battery in return. Insulin pump got stuck in rewind loop. Troubleshooting was performed. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed motor position encoder error alarm due to history file overwritten with displayable history crc check failed alarms due to a corrupted history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No rewind anomaly noted. The insulin pump was received with normal operating currents and passed self-test, rewind test, basic occlusion test, prime test and displacement test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.